Event description:
The surgeon noticed on the control x-rays that a screw had gone through the plate (reflex hybrid). The patient has a revision to remove plate and screws.

Manufacturer narrative:
It is unknown if the product is available for evaluation. Additonal information has been requested and if provided will be supplied on a supplemental.